Manufacturer narrative:
Previous admission for stroke is addressed under MFR # 2916596-2018-03232. Manufacturer's investigation conclusion: the reported thrombus could not be confirmed as the pump was not returned for evaluation. A direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018 at 20:05 through (B)(6) 2018 at 17:00. Pump power ranged from 5.6-7.8 watts; flow estimation ranged from 3.9-7.8 lpm; and the average pi varied between 1.4 and 6.6. No atypical alarms were recorded, and the pump appeared to function as intended. The pump was ultimately exchanged on (B)(6) 2018 due to thrombus. Heartmate ii lvas, serial number (B)(6) , will not be returned for evaluation. Heartmate ii lvas IFU, rev h., is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. In addition, the patient care and management section of this document outlines the recommended anticoagulation therapy and inr range. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the IFU states that least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. All system controller alarms, as well as how to respond to such events, are also outlined in this document (section 7 ¿alarms and troubleshooting¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a subarachnoid hemorrhage resulting in interruption of his anticoagulation and pump thrombosis on (B)(6) 2018. This resulted in power spikes as well as elevated lactate dehydrogenase and plasma hemoglobin. The patient was managed with intravenous heparin and was cleared to undergo pump exchange due to risk of recurrent subarachnoid hemorrhage. The patient underwent pump exchange on (B)(6) 2018. There was no obvious thrombus within the pump motor noted but a wide thrombus within the center part of the inflow and outflow apparatus was noted. The event resolved without sequelae on (B)(6) 2018.

Event description:
It was reported that the patient received a pump exchange on (B)(6) 2018 due to suspected thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Age of device: 1 year, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced spikes in flow and power the week of (B)(6) 2018 associated with elevated plasma hemoglobin (hgb) and lactate dehydrogenase (ldh). On (B)(6) 2018 and (B)(6) 2018 the patient¿s bedside nurse noticed flows of 12 lpm and power of 11w. No neurological changes or other clinical symptoms to report at this time. Due to patient¿s hemorrhagic cerebrovascular accident (cva) (MFR # 2916596-2018-03232), anticoagulation had been held at the recommendation of neurosurgical team. It was subsequent to holding anticoagulation that these elevations in plasma hgb, ldh, power, and flow were noted. Due to hemorrhagic cva, ldh and plasma hgb were not treated with anticoagulation. The patient was started on IV fluids to ¿help flush¿ his system. Patient's baseline ldh is in 300s, values peaked at 472 on (B)(6) 2018 after this initial event. The patient's baseline plasma hgb is typically less than 8, plasma hgb peaked at 148 on (B)(6) 2018 at the time of this event. No additional information was provided.

Manufacturer narrative:
The reported thrombus could not be confirmed as the pump was not returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from 15jul2018 at 20:05 through 02aug2018 at 17:00. Pump power ranged from 5.6-7.8 watts; flow estimation ranged from 3.9-7.8 lpm; and the average pi varied between 1.4 and 6.6. No atypical alarms were recorded, and the pump appeared to function as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.